Event description:
It was reported that the health care professional (hcp) wanted to review reports on this cardiac resynchronization therapy pacemaker (crt-p). Technical services (ts) reviewed the device data and exhibited inappropriate atrial tachy response (atr) mode switch episodes attributed to far-field r-wave oversensing. Ts recommended further in-clinic evaluation. No adverse patient effects were reported. This crt-p remains in service.